Event description:
It was reported that during a device change out due to normal eri, the lead was capped and replaced due to steadily increasing pacing lead impedance and an unacceptable capture threshold. No adverse consequence to the patient and the patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.